Manufacturer narrative:
Per the patient's equipment record, the patient was reimplanted with a new device on (B)(6) 2012. Correction: the correct date of explantation is (B)(6) 2012 as previously reported. (B)(4).

Event description:
Per the clinic, the device was explanted due to staphylococcus infection. The device was explanted on (B)(6) 2012. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2012.